Event description:
Related to MFR report #2183959-2011-00317. On (B)(6) 2008, a monarc sling was implanted for urinary stress incontinence. Allegedly, "after, and as a result of the implantation of the medical device," the pt experienced, "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated this event it will be re-evaluated and a follow-up report will be sent.